Event description:
It was reported that the patient with exit block presented for follow up. Upon device interrogation, the right atrial lead exhibited rise in pacing and sensing threshold values. Programming changes were made. The patient would be continued to be monitored.

Manufacturer narrative:
Correction: date of event should have been (B)(6) 2017 rather than (B)(6) 2017.